Manufacturer narrative:
This is being submitted as a part of a three year retrospective review/remediation effort to ensure consistency in reporting. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the stent was partially protruding from the microdelivery catheter outer body distal end. The microdelivery catheter outer body was also found compressed, and wrinkled. The inner body was observed to be kinked and detached. The observed anomalies are indicative of high friction during deployment. Identified possible causes include: highly tortuous anatomy and inadequate flush. Because of the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. There is no indication of inadequate flush, as additional information indicated continuous flush was maintained; however, additional information indicated that the anatomy was ¿too tortuous¿. Based on this information, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the device revealed that the stent was partially protruding through the outer body distal end. There was no reported clinical consequence to the patient.